Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The returned product was inspected. The 5s parameters were obtained which showed signal not reliable and contrast below normal parameter range. The pump passed the light continuity test. The data logs confirm placement signal not reliable alarm and show placement signal going out of range abruptly. There were no motor current spikes prior and the 5s parameters align with the pattern of a sensor break with a decrease in signal not reliable and contrast and an increase in lamp and gain. This aligns with clinical mention of shockwave use during support. The root cause of the optical signal issue was determined to be due to a damaged sensor. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. During support, optical signal was lost. Despite this, the patient remained hemodynamically stable and continued to receive effective support from the pump.